Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and the following additional information was obtained: the monopolar curved scissors instrument was inspected prior to use, with no damage noted. The fragment was spotted after the specimen was removed. The surgeon was unsure of what caused the issue to occur. The metallic fragment was found approximately an hour into the procedure. The surgeon found no instrument functionality issues. It is not believed that the instrument had any collisions. The instrument was removed during the procedure, before the fragment was found. The wrist was straightened prior to removal. No resistance was felt upon removal. No damage was found to the cannula after the reported event occurred. Damage was not found to any other instruments. An exploratory laparotomy was needed to remove the fragment. An x-ray was performed to check for remaining fragments. The procedure was completed laparoscopically. The patient has not returned to the hospital due to post-op complications.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure and while preparing to close the vaginal cuff, a metallic looking item approximately 2 cm long was observed inside the surgical field. When the surgeon tried to retrieve the item, it was reportedly lost and unable to be found. The source of the foreign body is unknown. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that a metallic foreign object was found in the surgical field, an investigation was completed to determine the cause of this reported event. A review of the instrument logs reveals that 3 instruments were used during the da vinci-assisted surgical procedure: fenestrated bipolar forceps instrument, mega needle driver instrument, and monopolar curved scissors (mcs) instrument. All 3 instruments were returned to isi for failure analysis evaluation. The mcs instrument was analyzed and the complaint regarding a fragment potentially coming from the instrument was not confirmed by failure analysis. A visual inspection displayed no signs of physical damage or missing pieces. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument was fully functional. There was no problem detected. The mega needle driver instrument was analyzed and the complaint regarding a fragment potentially coming from the instrument was not confirmed by failure analysis. A visual inspection displayed no signs of physical damage or missing pieces. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. There was no problem detected. The fenestrated bipolar forceps instrument was analyzed and the complaint regarding a fragment potentially coming from the instrument was not confirmed by failure analysis. A visual inspection displayed no signs of physical damage or missing pieces. The instrument was placed on an in-house system and passed the recognition and engagement tests. The instrument attached to and removed from the arm without any issues on multiple attempts. There was no problem detected. Note: refer to medwatch report (MDR) with patient identifier (B)(6) for MDR submission of the event reported against the mega needle driver instrument. Note: refer to medwatch report (MDR) with patient identifier (B)(6) for MDR submission of the event reported against the fenestrated bipolar forceps instrument.